Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic and occlusion alarm event. Blood glucose level was 425 mg/dl at the time of the event. The duration of hospitalization was for one day. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was also found positive for high ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.